Event description:
Information received indicates the right head side rail will not latch.

Manufacturer narrative:
The technician replaced the side rail mounting bracket, outer side rail support arm and latch pin to repair the bed.